Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting down. The customer's blood glucose (bg) level was over 600 mg/dl. The customer's endocrinologist provided a prescription for manual insulin injections and long lasting insulin. A bolus was delivered to address bg level. Customer reverted to an alternate tandem insulin pump for insulin therapy.